Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (damaged cable) was confirmed. Upon investigation, the electrode belt trunk cable was severed and missing. The cause for the failure was the severed cable. The root cause for the severed trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable.